Manufacturer narrative:
The broken proximal portion of the catheter was returned with approximately 11.5 cm of the distal section missing. The separation site had the appearance of expanded circumferential dilation consistent with bursts that may occur during angiographic injections.based on the investigation, the catheter appears to have ruptured during angiographic injection when an undetected kink or other obstruction of the catheter was present which resulted in pressures exceeding the limits of the catheter, and this was not detected until onyx delivery. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. Catheter separation.(B)(4).

Manufacturer narrative:
The catheter appears to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. This failure mode may significantly weaken the catheter making it prone to eventual tensile separation during removal. (B)(4).

Event description:
Treatment of an avm (arteriovenous malformation). After injection of onyx for 30 minutes with several pauses in between, it was reported that the ultraflow catheter ruptured. The catheter was removed from the patient.no injury was reported with the patient as a result of the procedure.same event as MDR# 2029214-2013-00178.